Event description:
There was a small leak of clear fluid with small amount of blood on the right side of the beckman coulter lh750 instrument. The leak was less than 5 ml in volume; the exact origin of the leak could not be determined. No patient results were affected. There was no exposure to mucous membranes or open wounds. No death, injury or affect to patient treatment was reported. Personal protection equipment including gloves, lab coat and eye protection was in use at the time of this event. The msds was not reviewed. There is a risk management / exposure control plan in place. The field service engineer found that the sample line had become disconnected from the bottom of the flow cell. He replaced associated tubing from diff mixing chamber and retic chamber to ft (fitting) 17 and to the flow cell. Instrument operation was verified. Root cause is attributed to sample tubing that was disconnected from the bottom of the flow cell. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).